Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The patient presented for a revision procedure. During the procedure, it was observed that the rv lead exhibited normal impedance values, however, after connecting it to the pacemaker it wouldn't capture and impedance was abnormal. The physician explanted and replaced the rv lead and device during the procedure, and the surgery was concluded successfully. The patient condition was noted as recovering.

Manufacturer narrative:
Reported events of low impedance and failure to capture could not be confirmed. The device was returned for analysis. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification and impedance measurements, found no anomaly contributing to reported events of failure to capture and low impedance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were detected.